Manufacturer narrative:
(B)(4).

Event description:
Literature: turrentine, jake e., travis w. Blalock, and loretta s. Davis. "Unusually severe case of dermatosis neglecta." Skinmed 10.1 (2012): 46-47. Print summary: the authors present an unusually severe case of dermatosis neglecta that was treated with a regiment of proper hygiene and application of 5% salicylic acid in olive oil to the affected area. At 6-week follow-up, the underlying scalp showed areas of fibrosis and possible scarring with a few emerging tufts of hair. Reported event: an (B)(6) woman with cerebral palsy was admitted for evaluation of an intrathecal baclofen pump site infection.